Manufacturer narrative:
User facility has reviewed remaining inventory and did not discover any additional occurences. Device has been received by manufacturer and is currently being evaluated.

Event description:
Prior to use, clinician noticed the tip of the cannula was missing. The missing portion of the tip was not found. There was no patient involvement.